Manufacturer narrative:
It was reported that the end user fell while using the rollator and fractured her wrist. The customer stated that the device still rolls after locking the brakes. We have not received many details regarding this incident. The sample was returned and evaluated. The backrest had scratches on the frame. The front wheels had debris and dirt, but no other damage was observed. The rear wheels had normal wear but no damage was noted. The brakes were out of adjustment. It is not known if any maintenance had been performed on the device during the time it was used by the end user. No manufacturing defect was identified during the sample evaluation. The owner's manual instructs the user to make sure that all parts are secure and in good working order. The owner's manual also states to check the brakes for proper operation. The root cause has not been determined, however, we cannot rule out the lack of maintenance as a possible root cause. The reported fracture has not been confirmed but due to the reported injury, this medwatch is being filed.

Event description:
It was reported that the end user fell while using the rollator and fractured her wrist.